Manufacturer narrative:
The pump was received with no button response on the act or esc buttons due to an unlocked lcd keypad connector. The buttons responded properly after locking the lcd keypad connector. No scrolling numbers on the display anomaly noted. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the battery out limit or failed battery test alarms due to the button keypad anomaly. The pump passed the idle current test. The pump had a cracked display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and battery out limit. The act button on the insulin pump was unresponsive. The insulin pump alarmed failed battery test again after troubleshooting. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.